Event description:
It was reported that the external pulse generator (epg) case was cracked. It was also reported the case is damaged (physical damage). The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; upper and lower cases are broken. Analysis also found the battery drawer and ring cover are broken. The battery release, knobs and lead flex cover are contaminated. Side bail covers, side bails, ring bail, and two case screws are missing. Battery contacts are compressed, keyboard is scratched, and serial number label is torn. (B)(4).